Event description:
It was reported that customer¿s pump touchscreen was broken, and that the screen remained black. There was no information provided regarding the customer¿s blood glucose level or any impact. Customer¿s pump was planned to be returned for evaluation, and a replacement pump was arranged through distributor support.